Event description:
This is 2 of 2 reports. It was reported that following a thyroid procedure, the patient experienced a hematoma. As a result, the patient underwent an additional procedure to locate the source of the bleeding which was successfully identified and addressed. Per the physician, it is unknown what caused the bleeding. The patient is fine now [sic]. Cross-reference MFR. Report number: 9610773-2020-00229 for the electrosurgical unit used with the subject handpiece.